Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was observed via remote monitoring system as v-tachy mode set to value other than monitor plus therapy. The implantable cardioverter defibrillator (ICD) device was programmed to no longer deliver tachycardia therapy. Attempt to obtain the reason of programming off this ICD device was unsuccessful. This ICD was explanted. No additional adverse patient effects were reported.